Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: brouwer, t. F., driessen, a. H. G., et al. (2016). ¿surgical management of implantation-related complications of the subcutaneous implantable cardioverter-defibrillator.¿ jacc: clinical electrophysiology 2(1): 89-96.

Event description:
Boston scientific received information from a journal article of a study conducted to follow subcutaneous implantable cardioverter defibrillator (s-ICD) implant related complications. The study followed a total of 123 patients. During the course of the study, one patient ((B)(6) year old; female) experienced undersensing as a result of improper electrode placement. As a result, the electrode was explanted and replaced. No additional adverse patient effects were reported. The specific model and serial information of both the s-ICD and electrode were not provided in the article. Attempts to obtain further information have been unsuccessful.